Event description:
It was reported that during a wrist procedure using a microblator 30 icw wand, the tip of the wand detached while in the surgical site. The surgeon was unable to locate and retrieve the tip, so the procedure was completed and the surgical site closed. The post operative x-ray located the tip, and surgeon advised pt that they could undergo a second procedure to retrieve the tip. No further details have been reported regarding the pt outcome, however no further pt complications have been reported.